Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. Although the customer reported a presence of an error code which would render the graphic user interface (gui) unresponsive; the customer did not duplicate the initial event. The ventilator passed short self tests (sst) and extended self tests (est). The customer will run the ventilator and report any additional issues. Covidien, now medtronic, was not authorized to service the device.

Event description:
It was reported that an 840 ventilator generated a device alert while in use on a patient. As a precautionary measure, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The customer did not have additional patient information.